Event description:
Reference uf report number: (B)(4).

Manufacturer narrative:
The event reported to lsi solutions involved a possible issue with one of the two cor­ knot elite devices used in aortic valve replacement surgery on (B)(6) 2014. The hospital initially reported through medwatch a "device malfunction - that is, the device did not do what it was supposed to do," in addition, a "cor-knot device did not fire as usual. The clips did not engage the stitches as they should." On follow-up communication with the hospital, they further reported, the surgeon "claims to have fired device and portion of knot stayed in distal tip of cor-knot applicator. Device was then put aside." They reported no patient harm. Two devices were returned to our facility on (B)(4) 2014, decontaminated using routine protocol and evaluated by a senior engineer. Both the device in question with the cor-knot fastener still in its tip along with the second device (used to complete the surgery without any reported problems) and ten quick load reloading units were returned. Thorough evaluation demonstrated both devices functioned as designed and each tested within normal limits. (Note: the second device, which was not reported to have problems, demonstrated sticking of the purple lever, as is often encountered after soaking in the disinfectant cidex solution; in this case, the lever stickiness is a cleaning artifact.) The knot that was returned within the tip of one device was easily removed and completely intact. All of the returned quick load loading units were intact and without any defects found. Both of the returned devices functioned as designed and no defect was found in either device that corresponds to the complaint reported. The titanium fastener observed inside the first device was intact; there was no portion missing as reported. Therefore, the complaint was not substantiated and no root cause was identified. The most likely cause of this inconvenience was that the staff prematurely removed the wire snare and curved handle suture loading unit prior to loading the suture tails through the snare. The "clip" did not engage the "stitches" because the stitches were never appropriately loaded through the titanium fastener. The intact, but empty, titanium fastener was left in the distal tip; no portion was crimped or "fired." The empty fastener was easily removable. The device in question could have been used again in a procedure, if they had recognized this user error and followed the instructions for removal of an empty titanium fastener. Fortunately, no harm occurred to the patient or the staff. Repeat in-service training regarding proper suture loading techniques and removal of empty fasteners is indicated.